Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found collet #1 bent. Fse replaced collet #1. The instrument was tested without further problem and was returned to expected operation.